Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vaulting. On (B)(6) 2021 a replacement lens of longer length was implanted and this resolved the problem.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).